Event description:
It was reported that (B)(6) 2026, a 34mm amplatzer septal occluder was chosen for implant using a 12f non-abbott delivery system. During the procedure, while deployment, it was observed that the occluder did not conform into desired shape and took form of cobra deformation. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment, and no angulation/kink were noticed in the delivery system. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.